Manufacturer narrative:
Concomitant medical products: product ID: 3387, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had a gradual loss of therapy and impedances on the right side had been progressively going up since a fall in (B)(6). Impedances were now at an invalid level and greater than 40,000 ohms. The hcp attempted to reprogram around the issue with no success. A revision was done to test the extension and lead. When testing the extension and lead, impedances remained invalid and above 40,000 ohms. The lead was tested and the impedances varied from high to invalid. Impedances ranged from 5,000 to 39,500 ohms. The hcp decided to replace the extension and then try a new lead next week. When the system was reconnected, impedances were high, but valid. Impedances ranged from 4,000 to 5,000 ohms and therapy impedance was measured to be 1052 ohms. On the day after the revision, impedances were measured to be between 3,500 to 5,000 ohms. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension found no significant anomaly. The body of the extension was cut through and the product was segmented.